Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on an unknown date, the patient has to undergo a total hip replacement due to a tfna screw cut out. This report involves one (1) tfna fenestrated screw 110mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.038m210sp; lot number: 95p4210; part manufacture date: 15-mar-2021; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a; DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna scr perf l110 tan product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument and assigned as part number 04.038.210s for final packaging. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.